Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 462 mg/dl, and the customer treated with manual injection. The customer stated that she did not recall any alarm. She was unsure whether she had slept with the device light on, which may have drained the battery down to one bar. No physical nor moisture damage were observed, and the insulin pump had not been dropped nor bumped. Upon troubleshooting, it was found that the customer was not using the recommended brand of batteries. Replacement of the batteries did not resolve the issue. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to broken connectors. Insulin pump received with cracked case at display window corners and scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.